Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2023 urinalysis collected after participant reports urinary leaking and urgency. Culture resulted (B)(6) 2023 positive for urinary tract infection. Hcp treated with cefdinir 300mg bid x 7days. (B)(6) 2023 recollected urinalysis. Culture resulted on (B)(6) 2023 with no growth. (B)(6) 2023 pt still having c/o leaking so another urinalysis was collected because participant was getting ready for surgery and resulted (B)(6) 2023 no growth. Hcp advises participant to follow up with urology as bladder medication might be recommended as participant reports leaking happens frequently. Infection resolved (B)(6) 2023.